Manufacturer narrative:
D10 concomitant product: lft10gen, vlft10gen ft series energy platformx1, (sn:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the jaw would not open and the knife trigger stuck in pulled position. Device was not stuck on tissue. Another device was used successfully. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found damage to the cutting blade. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The top of the cutting blade has broken off, a piece was not returned. The piece of the cutting blade remaining moved smoothly along the knife track and returned to the home position when the trigger was released. It was reported that the jaws were difficult to open and the knife blade did not retract. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.